Manufacturer narrative:
Follow-up received on 22-apr-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of essure coils had migrated out of fallopian tube, was lodged in her uterus, and was exposed to abdominal cavity. She underwent a hysterectomy approximately one year after essure insertion. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, approximately 3 months after insertion a hysterosalpingogram was performed and she was advised that her coils were properly placed. The perforation was diagnosed approximately one year after insertion, during hysterectomy. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult ((B)(6)) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Approximately three months after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. After undergoing the essure procedure, she began experiencing a metal taste in her mouth, abdominal bloating, migraine headaches, pelvic pain, fatigue, hair loss, sharp stabbing pelvic pains, pain during intercourse, joint pain, and tingling in her hands and feet. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff sought treatment from multiple physicians, but no treatment resolved her symptoms. On (B)(6) 2015, plaintiff underwent a hysterectomy and had her fallopian tubes, cervix, and uterus removed. Plaintiffs surgeons subsequently advised her that one of her essure coils had migrated out of her fallopian tube, was lodged in her uterus, and was exposed to her abdominal cavity. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of essure coils had migrated out of fallopian tube, was lodged in her uterus, and was exposed to abdominal cavity. She underwent a hysterectomy approximately one year after essure insertion. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, approximately 3 months after insertion a hysterosalpingogram was performed and she was advised that her coils were properly placed. The perforation was diagnosed approximately one year after insertion, during hysterectomy. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of essure coils had migrated out of fallopian tube, was lodged in her uterus, and was exposed to abdominal cavity') and fallopian tube perforation ('perforated right fallopian tube with the essure coils') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. 2014-approximately three months after undergoing the essure procedure, an hsg test was performed and advised that her coils were properly placed. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), pelvic pain ("pelvic pain/sharp "stabbing" "pelvic" pains"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("pains during intercourse"), arthralgia ("joint pain") and paraesthesia ("tingling in hands and feet"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, dysgeusia, abdominal distension, migraine, pelvic pain, fatigue, alopecia, dyspareunia, arthralgia and paraesthesia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, migraine, paraesthesia, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of essure coils had migrated out of fallopian tube, was lodged in her uterus, and was exposed to abdominal cavity') and fallopian tube perforation ('perforated right fallopian tube with the essure coils') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in her mouth"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), pelvic pain ("pelvic pain/sharp stabing pevic pains"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("pains during intercourse"), arthralgia ("joint pain") and paraesthesia ("tingling in hands and feet"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, dysgeusia, abdominal distension, migraine, pelvic pain, fatigue, alopecia, dyspareunia, arthralgia and paraesthesia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, migraine, paraesthesia, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history, event "perforated right fallopian tube with the essure coils" and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.